Event description:
It was reported to boston scientific that during the procedure, upon deployment of the wallflex stent the exterior tube handle separated from the tube not allowing for proper deployment as instructed in our directions for use. The nurse deploying the stent had to manually pull on the exterior tube itself as oppose to pulling on the exterior tube handle in order to deploy the stent. The physician was able to complete the case with this stent.

Manufacturer narrative:
As the unit has not been returned since it was disposed of, we could not perform a device analysis. A labeling review identified that the device was used per the wallflex enteral directions for use (dfu). The potential root causes were reviewed. The result of this review indicated that the current manufacturing process controls to prevent this failure from occurring were deemed adequate. All wallflex enteral colonic 30/25 x 9 135cm units shipped for the batch conformed to the preventive measures/current controls as per product specification for wallflex enteral. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the bsc design & manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited. Product unavailable for analysis.